Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated there was a screw missing that was probably torn out and ended up in the handle. Furthermore, photographic evidence shows that the handle holder was loose and has some particles missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated there was a screw missing that was probably torn out and ended up in the handle. Furthermore, photographic evidence shows that the handle holder was loose and has some particles missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Defective parts handgriffset für h led 300 (ard568330901) and kit handle interface axcel / pwd300 (ard367527555) were replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the fst technician found that a screw was missing, which had probably been torn out and found its way into the handle. He concluded by suggesting the probable cause of this incident: "cause of error probably collision or malpractice." The cause of this damage is probably a mechanical shock. To prevent any incidents, the instruction for use IFU 01581 operating instructions mentions : ¿ "the use of a damaged device may lead to a risk of injury for users or a risk of infection for patients." ¿ "do not use a damaged device." ¿ "check that the device has not suffered any impact damage." Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain and h4 manufacture date fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h4 device manufacture date:: 06/25/2018. Corrected h4 device manufacture date:: 06/26/2018. Previous h6 component codes: mechanical/fastener/screw/568. Mechanical/holder//838. Corrected h6 component codes: mechanical/fastener/screw/568. Mechanical/handpiece//3067. Initial reporter: operating room staff (surgical management).

Event description:
Manufacturer's reference number (B)(4).